Event description:
(Os (B)(4)). The dentist reported that 3 weeks after the implant was installed in intra-oral region # 3 it was verified its non-osseointegration. Forty five ncm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type iii).